Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5072-52 lead implanted: 2001 (B)(6). (B)(4).

Event description:
It was reported that the patient had open heart surgery. On a remote monitoring transmission after the surgery, the atrial and ventricular leads recorded episodes of noise that were suspected to be due to cautery. The leads remain in use. It was also reported there were indecipherable dual electrograms found on the remote pacemaker transmission. The device remains in use. No patient complications were reported as a result of this event.